Event description:
It was reported that the patient was doing well. The impedance issue was non-existent with the replacement stimulator. It was unclear when the issue began.

Event description:
It was reported that there was a reduction in stimulation effectiveness as well as ¿inconsistent impedances¿. The implantable neurostimulator (ins) and extensions were subsequently replaced. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 377860, lot# v011051, implanted: (B)(6) 2007, product type: lead. Product ID: 377860, lot# v016549, implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).